Manufacturer narrative:
This event was determined to be a duplicate based off of information received on 06-april-2026. The complaint was previously reported under mfg report no: 3013756811-2025-178583.

Event description:
A customer reported receiving warnings that their pump's reservoir was blocked while at work. Despite attempts to resolve the issue by changing the pump and cleaning the ventilation holes, the problem persisted. The customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level. Bg value not provided. The customer experienced severe symptoms, including vomiting and was admitted to intensive care at the hospital, where ketones were detected. Details regarding the customer's treatment was not provided and the customer did not provide any additional information.